Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: it was reported that the cement around bolts unable to get off after multiple attempts. They are no longer able to sterilize. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found signs of cement debris around the bolts of the prostalac mold. The observed condition was consistent with improper cleaning/sterilization process. Additionally the device presents signs of repetitive use, worn out, scratches and nicks and the etching of the lot number was not visible. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the prostalac mold would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, the etching of the lot number was not visible, due to the scratches and worn appearance of the sample. Therefore a device history review could not be performed.

Event description:
It was reported staff was unable to remove cement around bolts. Multiple attempts were made. No longer able to sterilize.